Event description:
The customer reported that a few misuses after commencing a chemotherapy infusion leaks were observed from the connection between the terumo set and the carefusion extension set: (B)(4). From the reported info there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
Manufacturer's report date: june 18, 2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.